Manufacturer narrative:
The tech found a faulty valve guide tube. He replaced the head up valve guide tube to repair the bed.

Event description:
Info received indicates the head up function is not working manually or under power.